Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced methicillin-resistant staphylococcus aureus (mrsa) infection and underwent an extraction procedure to have two right ventricular (rv) leads explanted. This patient ultimately passed away during the procedure due to blood loss. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The longevity calculation for this device passed or was not applicable. The infection or infection related allegation could not be confirmed by lab analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced methicillin-resistant staphylococcus aureus (mrsa) infection and underwent an extraction procedure to have two right ventricular (rv) leads explanted. This patient ultimately passed away during the procedure due to blood loss. No additional adverse patient effects were reported.